Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product codes: hto complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the surgeon was performing a left tibia hardware removal of an intramedullary nail that was implanted at another facility (no details are available) and derotational osteotomy with insertion of a new intramedullary nail. This was done for non-union repair, and for harvesting and implantation of autograft using the "ria 2" from the same left tibia and fibular osteotomy. After the hardware removal, the use of the 12.5mm reamer head, bone graft harvesting kit, and drive shaft for ria 2, length 520 mm were used to collect autograft from the same tibia. While reaming/graft collection, using fluoroscopy, it was noticed that the reamer head had disconnected from the ria 2 drive shaft and bone graft harvesting kit. The entire device was removed immediately for further inspection. Upon inspection, it was realized at some point during reaming, the 4 prongs on the reamer head that connect to the rest of the device had broken and remained in the intramedullary canal of the patient. The surgeon decided not to retrieve the instrument fragments. There were 4 small metal pieces that remained. Size of the metal fragments is estimated to be about 1mm x 4mm each. Additional images of the leg were taken to confirm fragments were left behind. The rest of the case was completed without issue regarding the ria2. The surgery was completed successfully with no delay. This report involves one 12.5mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: supplier ¿ (B)(4)/ inspected and packaged by: monument, release to warehouse date: 11-may-2022, expiration date: 31-mar-2032, part number: 03.404.021s, 12.5mm reamer head for ria 2-sterile, lot number: 779p442 (sterile), lot quantity: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m021, ria ii reamer head 12.5mm, lot number: 566p565, lot quantity: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 12.5mm reamer head for ria 2 sterile was broken at the prongs. The broken fragments are visible in the provided patient x-rays. The embedded device allegation can be confirmed. A functional test could not be performed as the mating device was not returned. A dimensional inspection was unable to be performed for the 12.5mm reamer head for ria 2 sterile, due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 12.5mm reamer head for ria 2 sterile, would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1: patent identifier: (B)(6) h3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument release to warehouse date: 11-may-2022 expiration date: 31-mar-2032 part number: 03.404.021s, 12.5mm reamer head for ria 2-sterile lot number: 779p442 (sterile) lot quantity: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m021, ria ii reamer head 12.5mm lot number: 566p565 lot quantity: (b(4). This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the attachment. Visual analysis of the photo revealed that the 12.5mm reamer head for ria 2 sterile was broken from the prongs, fragments are visible embedded in the patient's bone. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the 12.5mm reamer head for ria 2 sterile. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.